Manufacturer narrative:
The reagent lot number is 88249601 with an expiration date of 31-jan-2027. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 3 patient samples on a cobas e 801 analytical unit. Patient 1: the initial result was 34 ng/l, and the repeated result was 10 ng/l. Patient 2: the initial result was 16 ng/l, and the repeated result was 6 ng/l. Patient 3: the initial result was 12 ng/l, and the repeated result was 6 ng/l. The samples were repeated because the doctor questioned the results. The repeated results were believed to be correct.